Event description:
A pill cutter has a bad design and it is very easy to cut yourself. The blade is not hidden or covered in any way. The pills tend to stick in the cutter and if you turn it over and tap it to knock the pills out, you will cut yourself.